Event description:
A malfunction alarm labeled as "malf 12" occurred with the customer's pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.